Event description:
It was reported the customer had low blood glucose and was treated by paramedics. The customer declined to troubleshoot the device at time of call and stated the insulin pump is working.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.